Event description:
During preparation for a farapulse procedure to treat atrial fibrillation, a versacross connect access solution for faradrive was selected for use. During setup, a burr or irregularity was observed on the tip of the dilator. The device was replaced, and the procedure was successfully completed using an alternative device. No patient complications occurred, and the patient recovered fully.